Event description:
The facility reports the resident was raised out of the tub by the caregiver. The caregiver dried the resident's feet and legs and turned to get a towel. The lift tipped and the resident fell to the floor, suffering lacerations and bruising to the second and third fingers of the left hand and a small egg-sized bump on the side of the forehead. The resident was able to move lower extremities as usual. Two days later the resident was having difficulty breathing and was cyanotic. The resident was sent to the hospital, the doctor reported finding fractures. Though there is no info to determine if it is related to the incident or not, the resident passed away ten days later.